Event description:
It was reported that pump displayed a temperature alarm while pump was charging and had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to continue using current pump until replacement arrived, was instructed to place problematic pump into storage mode, to re-enter pump settings and reconnect CGM on replacement pump, and to return malfunctioning pump to Tandem using prepaid label, which customer understood and acknowledged.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.